Event description:
It was reported that during an ipg revision, the patients paddle lead would not come out despite multiple attempts. The physician ended up trying to drill off the small piece of the screw base and ultimately it broke the lead part of lead remained inside the patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-70, sn: (B)(6). The returned lead was analyzed and found that only the proximal tip was returned. The retention sleeve and contact number 8 were flattened by a surgical tool. There was no evidence the leads was used in a manner inconsistent with the labeled indications. Additional review is not required.

Event description:
It was reported that during an ipg revision, the patients paddle lead would not come out despite multiple attempts. The physician ended up trying to drill off the small piece of the screw base and ultimately it broke the lead part of lead remained inside the patients body. The patient was doing well postoperatively.